Manufacturer narrative:
Qc was run prior to the event and the results were within established ranges. The customer found the sample probe and collar wash contained gel from the serum separator tube. The customer replaced the parts and requested service. A bci field service engineer (fse) performed the followings: cleaned the cartridge chemistry (cc) sample probe and collar wash. Replaced the cc level sense bead and performed alignment. Ran sample and confirmed the correct results.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to an erroneous high salicylates results on one patient generated by the unicel dxc 600i synchron chemistry analyzer. The erroneous result was reported out of the laboratory. The sample was repeated and lower result was obtained. Amended report was initiated. Patient was admitted to the hospital based on the false high result. Unknown if any treatment was administered.